Event description:
I have experienced severe pelvic pain, multiple menstrual cycles in the same month, lower abdominal pain, I've been dealing with the pain since 2009 after I had the essure tubal done.